Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced repeated intermittent communication failures where the dexcom g7 sensor lost signal to the ilet while readings continued on the dexcom app; troubleshooting included bluetooth checks, cgm toggling, device restarts, and unpair/repair steps, and readings intermittently resumed. Symptoms included hyperglycemia with a peak of 211 mg/dl, with associated user-reported distress and irritability. Outcomes included minor injury or illness. Investigation included communication and third party, and analysis of information provided by the user and third party. Investigation of this case revealed an interoperability problem between the ilet and dexcom g7 consistent with intermittent communication failure, with relevance to the electrical and magnetic subsystem and antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.